Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs are carried out locally. Due to the event, pressure sensors were replaced (upstream and downstream) however they were not sent to brézins for further investigation. The circumstances of the reported event remains unclear and with no other evidence to confirm the origin of the defect its root cause cannot be identified. Note: a CAPA was opened in july 2020 on defective pressure sensors and corrective action were implemented in march 2021. However due to the lack of available information on this complaint, the event cannot be directly linked to it. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Upstream/downstream pressure sensors both defective/replaced. More information is needed to fully investigate the issue.